Event description:
No additional information.

Manufacturer narrative:
One mz5303 sample was received in opened packaging from lot 24089319 for investigation. The sample was received with no residual fluid and connected to a catheter at the male luer. The customer reported that "the screw thread of the ¿maxzero¿ qside equipment that holds the kt does not work.". A visual inspection of the sample did not identify any damage or manufacturing defects which may have contributed to the customer's experience. The sample was then subjected to functional testing, which confirmed that the luer collar of the mz5303 would rotate freely upon connection to the catheter, and not lock into place; however, the two luer components were securely connected. The same test was then performed with female luers from bd stock; in each instance a secure connection was observed, with the male luer collar identified to lock into place when connected. A visual inspection of the female luer of the catheter noted that the female luer thread appeared to be two small notches on the end of the female luer. The details of this feedback were forwarded to the manufacturing site for investigation. In this instance, analysis of the returned mz5303 sample did not identify any product defects or quality deviations; the customer's experience appears related to the design of the female luer of the returned catheter, and not related to returned bd product. A review of the production records for lot 24089319 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The quality team at the manufacturing site has been informed of this report and will continue to monitor the incoming feedback and remain vigilant to issues of this nature during future production. A review of the customer feedback database indicates that this is an isolated feedback with no further reports of this nature against the mz5303 product in the past 12 months.

Event description:
It was reported that the bd maxzero multi-fuse pressure rated extension set with needleless connector(s) disconnects. The following information was provided by the initial reporter, translated from french to english: the screw thread of the ¿maxzero¿ hardware known as qside which is attached to the kt does not work. Risk of removal of the tubing and thus hemorrhage via the kt.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.